Manufacturer narrative:
The samples are collected in 12x75 plastic pst sodium heparin tubes with gel and centrifuged at 8500 rpm for three (3) minutes. Specimens are sampled from the primary tubes. Qc was within specifications during the time frame of this event. Customer technical support suggested the customer to perform a system check on (B)(4) 2007 and failed. A field service engineer (fse) was dispatched on (B)(4) 2007 and (B)(4) 2007 for this event. The fse replaced aspirate probes, peri-pump tubing, wash arm lead screw, mixer and mixer roller assemblies, mixer belt, and the substrate probe. The fse also ran system check which met specifications. ((B)(4) 2007) the fse ran a high sensitivity (hs) system check which met specifications. ((B)(4) 2007) results met published performance specifications and instrument was verified per established procedures. The customer sent one serum and one plasma sample from the patient for customer product line support (cpls) testing. Cpls testing confirmed heterophilic interference as the root cause for the patient's elevated accutni results. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2010 - (B)(4) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high troponin (accutni) results above the ami cut-off on multiple samples from one patient that were generated by the access 2 immunoassay system. The results were reported out of the laboratory and the physician questioned the elevated results. The event occurred on (B)(6) 2007, and (B)(6) 2007. This reportable event captures the accutni results that were generated on (B)(6) 2007 and (B)(6) 2007. The patient was transferred to another facility on (B)(6) 2007 due to the elevated result and a negative result was obtained via alternate methodology. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is related to medwatch #2122870-2011-00719 that captures the different date reported for this similar event.